Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The outer insulation was distorted due to buckling at distance 32 and 34 centimeters, however the helix was able to be extended and retracted.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend after the lead had been repositioned several times. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.